Manufacturer narrative:
This report is submitted on 13 march 2020.

Event description:
It was reported that the patient experienced infection at implant site and subsequently was treated with topical antibiotics.